Manufacturer narrative:
Corrected section h6 (type of investigation): 4117 (device not accessible for testing) replaces 4115 (device discarded), section h6 (investigation findings): 114 (operational problem identified) replaces 3221 (no findings available) and h6 (investigations conclusions): 4311 (adverse event related to procedure) replaces 4315 (cause not established). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Rupture/perforation of the ventricle is an infrequent but potentially lethal complication of valve replacement. There are multiple intraoperative factors to consider, including patient factors (frail, friable, or poor tissue) or procedural complications (surgical instrument), or a combination of both. If a component of the device disrupts or penetrates through the wall of the ventricle; it is typically not related to a malfunction of the device, but to implant technique, patient anatomy or a combination of both. Based on the information available, the complaint is unable to be confirmed and the root cause is likely to be due to procedural factors. An edwards defect has not been confirmed.

Event description:
As reported by the edwards lifesciences affiliate in italy, a valve model 7300tfx27 was explanted from the mitral position due to rupture of the ventricle free wall at the level of the valve post which was noted after weaning from cardiopulmonary bypass. Reportedly, valve tested perfect during the intraoperative echo, however bleeding was noticed from the ventricle. The breaking point was noted to be very close to the valve post. Subject device was explanted and was confirmed to be fine. The rupture was repaired using patches and another 25mm non-edwards valve was used in replacement. Patient remained hospitalized in the intensive care unit after the surgery, but unfortunately passed away due to a septic shock on postoperative day 11.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions) corrected data h6 (component code): code "439 cusp/leaflet" removed; h6 (type of investigation): "4117 device not accessible for testing" code removed h11: additional manufacturer narrative: rupture/perforation of the ventricle is an infrequent but potentially lethal complication of valve replacement. There are multiple intraoperative factors to consider, including patient factors (frail, friable, or poor tissue) or procedural complications (surgical instrument), or a combination of both. If a component of the device disrupts or penetrates through the wall of the ventricle; it is typically not related to a malfunction of the device, but to implant technique, patient anatomy or a combination of both. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient or procedural factors likely caused or contributed.